Event description:
It was reported that the patient was scheduled for implant surgery. A new vns system was implanted on (B)(6) 2014.

Event description:
Additional information was received that the patient may be reimplanted with a new vns system. No date is scheduled at this time.

Manufacturer narrative:
Physician indicated that the patient irritated/scratched at the incision sites.

Event description:
Reporter indicated that patient was scheduled for an explant of the generator and the lead on due to infection. It was reported that the patient fell and the chest incision site opened. Proper wound care was not done and the site became infected. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Reporter indicated that patient was scheduled for an explant of the generator and the lead on due to infection. It was reported that the patient fell and the chest incision site opened. Proper wound care was not done and the site became infected. Attempts to obtain additional information have been unsuccessful to date.